Event description:
It was reported that while putting the final femoral stem implant, the tip of the impactor (threaded part) broke.

Manufacturer narrative:
Implant date: this is an instrument, there is no implantation date.